Event description:
It was reported that the tip of the universal joint screwdriver broke off during a total knee arthroplasty procedure, but did not fall into the patient. The case was completed successfully with navigation using a backup device. There was no delay, no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that the tip of the universal joint screwdriver broke off during a total knee arthroplasty procedure, but did not fall into the patient. The case was completed successfully with navigation using a backup device. There was no delay, no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the tip of the universal joint screwdriver broke off during a total knee arthroplasty procedure, but did not fall into the patient. The case was completed successfully with navigation using a backup device. There was no delay, no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.